Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and all conductors were distorted. It was also noted that the lead was damaged at implant.

Event description:
It was reported that during an implant procedure, before the lead was inserted into the patient that the physician noticed two visible defects inside the lead. At two locations, the lead appeared either fractured or stretched. A different lead was implanted. No patient complications were reported as a result of this event.